Event description:
The pt's initial complaint was throbbing pain over her right and left si joints. On (B)(6) 2012, the surgeon performed a right si joint arthrodesis using three ifuse implants. The pt felt her right si joint pain had resolved after the procedure. On (B)(6) 2012, the surgeon performed a left si joint arthrodesis using three ifuse implants. Post-operative weight bearing instructions were identical to the previous right si joint arthrodesis. The pt did not have post-operative physical therapy following either procedure. She continued to have left si joint pain which she describes as exactly the same as the pre-operative pain. Pt had three bone scans, MRI and several CT scans that showed loosening of the most inferior (third) implant. On (B)(6) 2012, the surgeon performed a revision surgery and removed the left side inferior (third) ifuse implant. She continues to struggle with pain and consulted with another surgeon who recommended a lumbar fusion. Per dr (B)(4) (si-bone vp of medical affairs), "I would classify this as a case where the pt never received relief from the procedure. There is conflicting information regarding a possible loose third implant. The pt did not improve symptomatically after removal of the implant."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificate of conformance, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause could not be determined.